Manufacturer narrative:
The complainant was unable to provide the exact event date but reported the second procedure took place during (B)(6) 2012. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant was unable to provide the exact stent implantation date but reported the procedure took place during (B)(6) 2011. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in (B)(6) 2011 within the bile duct to treat a malignant biliary tract stricture. According to the complainant, one year post stent implantation ((B)(6) 2012) ,an uncovered metal stent made by (B)(4) was implanted within the wallflex biliary stent to treat a recurrent tissue occlusion. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be stable.